Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: recurrent urinary stress incontinence procedure (s) performed: uretex transobturator sling complications post implant: pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.